Event description:
The yoke with tubehead pulled free from the scissor arm when the x-ray technician was pulling the head to position for an x-ray.

Manufacturer narrative:
There was no user or patient injury with this event. Investigation of the returned product found that the pivot shaft had come out of it's connection with the pivot joint at the end of the scissor arm assembly. The pivot shaft is assembled to the pivot joint using a hydraulic pressing operation. The components were inspected dimensionally and it was found that the shaft was marginally undersized. From the investigation results, it has been determined that this contributed to the failure mode presented.